Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The evaluation confirmed that the reported phenomenon was reproduced. In addition, the investigation found that a foreign material was in the channel (brush). Based on the results of the investigation, the most probable cause of the reported complaint is traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited that the brush was stuck within channel. The issue was found during reprocessing. There were no reports of patient involvement.